Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be user hypersensitivity to latex/bacterial infection or operator¿s error / mechanical failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family was unknown, the latex foley catheter ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 16 fr foley catheter was placed in the patient by a nurse prior to a c -section. No complications were noted. Post-operatively, the nurse removed 10 cc of saline from the catheter balloon and discontinued the catheter. No issues were reported. The patient reported she followed up with her doctor and was placed on antibiotics for a urinary tract infection. The patient followed up with the doctor again for continued complaints of abdominal pain and was treated with additional antibiotics and antispasmodics. A computed tomography (CT) scan was also ordered. The patient informed the doctor that when the catheter was removed after the c-section, she had "felt a pop" and was very uncomfortable for approximately two hours after the removal. The computed tomography (CT) scan was not completed. The patient had an abdominal ultrasound completed at the hospital to evaluate the bladder. A portion of a foley balloon was visualized and removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a 16 fr foley catheter was placed in the patient by a nurse prior to a c -section. No complications were noted. Post-operatively, the nurse removed 10 cc of saline from the catheter balloon and discontinued the catheter. No issues were reported. The patient reported she followed up with her doctor and was placed on antibiotics for a urinary tract infection. The patient followed up with the doctor again for continued complaints of abdominal pain and was treated with additional antibiotics and antispasmodics. A CT scan was also ordered. The patient informed the doctor that when the catheter was removed after the c-section, she had "felt a pop" and was very uncomfortable for approximately two hours after the removal. The CT scan was not completed. The patient had an abdominal ultrasound completed at the hospital to evaluate the bladder. A portion of a foley balloon was visualized and removed from the patient.